Event description:
It was reported that the patient had high thresholds on the right ventricular (rv) lead. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.